Event description:
It was reported that the patient had persistent power cable disconnect alarms and damage to their power leads. The patient exchanged their own system controller. After, they were having driveline power fault alarms. Log files confirmed driveline power fault alarms beginning on (B)(6) 2024 between 12:00 and 1:00. There was wear on the patient's modular cable but no significant kinks of damage noted. The modular cable and system controller were then exchanged by the healthcare professional and the alarms resolved. The self-test was performed without issue. No damage or debris was noted within the connections of the system controller or modular cable.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed with the returned modular cable (lot # 7724169). The returned modular cable was tested together with the returned system controller (serial (B)(6) and the reported driveline power fault alarm was reproduced. The products were tested separately and confirmed the reported driveline power fault alarm was related to the returned modular cable. The modular cable did not pass electrical measurements. The modular cable was dissected, and visual inspection confirmed damaged underlying wires approximately 3.5 inches from the controller connector end. Visual inspection of the conductors in the brown wire was confirmed to be damaged and root cause of the reported driveline power fault alarm. A root cause that led to the damage wires could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.